Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2401 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. C91776, c91743) for female sterilisation. The patient had a medical history of cholecystectomy, appendectomy, kidney stones, depression, bipolar disorder, asthma, smoker, drug allergy (sulfa drugs-sulfadiazine), d & c, cholecystectomy, death intrauterine, parity 1, gravida ii and pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2401 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery.no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: uterus, and bilateral tubes and ovaries. Pre and postop diagnoses: pelvic pain. Final diagnosis: uterus, left and right fallopian tubes with ovaries; hysterectomy with bilateral salpingo- oophorectomy: uterus -66 grams. Benign sections of cervix, negative for dysplasia. Benign secretory phase endometrium with stromal condensation and breakdown, negative. For hyperplasia or cytologic atypia. Unremarkable myometrium. Benign fallopian tubes with bilateral paratubal cysts and left ovary with cystic follicles. Benign corpus luteum cyst of right ovary, 1.5 cm in greatest dimension, and cystic follicles. Negative for malignancy gross description. Located at the left and right cornu are essure devices that are properly placed. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Lot number, surgical pathology report added. Lab data, medical history , reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2401 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery. No. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. C91743) for female sterilisation. The patient had a medical history of cholecystectomy, appendectomy, kidney stones, depression, bipolar disorder, asthma, smoker, drug allergy (sulfa drugs-sulfadiazine), d & c, cholecystectomy, death intrauterine, parity 1, gravida ii and pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2401 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery.no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: uterus, and bilateral tubes and ovaries pre and postop diagnoses: pelvic pain final diagnosis 1. Uterus, left and right fallopian tubes with ovaries; hysterectomy with bilateral salpingo- oophorectomy: a. Uterus -66 grams b. Benign sections of cervix, negative for dysplasia c. Benign secretory phase endometrium with stromal condensation and breakdown, negative for hyperplasia or cytologic atypia d. Unremarkable myometrium e. Benign fallopian tubes with bilateral paratubal cysts and left ovary with cystic follicles f. Benign corpus luteum cyst of right ovary, 1.5 cm in greatest dimension, and cystic follicles g. Negative for malignancy gross description located at the left and right cornu are essure devices that are properly placed lot number (c91776) is invalid. Lot number: c91743,manufacture date: 2015.01,expiration date: 2017.01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.